Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker exhibited an increase in right atrial noise events. Technical services (ts) was consulted and upon data review, it was determined that a significant increase in atrial tachy response (atr) noise events had occurred from approximately 300 to nearly 4000. Ts confirmed the atr events showed oversensed noisy signals, while the presenting electrogram showed undersensing of signals. Ts believed the age of the non-boston scientific right atrial lead was the root cause, and recommended unipolar sensing but warned it may result in more noisy signals. No adverse patient effects were reported. This pacemaker remains in service.